Event description:
When the uncovered stent was in duct, needed to move position, unable to retract wire. Kinked in two places, plastic stent inserted as replacement. Pt stable with functional plastic stent.